Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt chest pain and was rushed to the hospital where the patient presented with hemopericarditis. It was suspected that this rv lead caused a perforation, and an x-ray showed that this lead right ventricular (rv) lead was not on the septum, thus a revision took place and this lead was explanted and will not be returned. No new lead was implanted. No additional adverse patient effects were reported. The patient is awaiting an s-ICD implant.